Event description:
The licox bolts were introduced and the readings remained very low with no response to an increase in oxygen for 24 hours. The event did not lead to an increase of surgery time but a second probe need to be inserted. The patient was not injured as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.